Event description:
The customer reported that while the panorama central station was in use monitoring patients along with ambulatory telepacks, the central station shut down. This occurred two times (on january 5th and january 23rd) before mindray service was alerted. No patient injury was reported.

Manufacturer narrative:
The company service representative found that one of the clips that holds the cpu heat sink and fan assembly to the cpu was broken. This failure mode would cause the cpu to overheat. He replaced the assembly, and secured the new assembly with cable ties. The system was tested to factory specifications. It functioned normally and was returned to use.